Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K980704. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there is an issue with needle detachment. The reporter indicated that while using the product, the product detached at needle and thread. Patient information is not available.

Manufacturer narrative:
Additional infomation: d10 investigation samples received: (B)(4) open used suture with the needle detached from the thread. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used sample with the needle detached from the thread. However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 1.54 kgf in average and 1.09 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum) final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product as a quality courtesy. No corrective/preventive needed.